Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic procedure, the clip applier failed to fire after the second clip deployment to the gallbladder and became stuck inside the trocar. The trocar and clip applier had to be removed together from the patient's abdomen. The device was then manually released by pinching the jaws together before being taken out of the surgical field. No patient harm occurred as a result of the incident.